Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each hydro gw std s 150-035; returned coiled, loose, accompanied by the labelled portion of the packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactually inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented large radius bend damage over the distal 22.8cm and kink/bend damage located 43.5 to 43.6cm from the distal tip. The specimen also presented skive/cut damage with material removal in a proximal to distal orientation located 19.5 to 44.1cm from the distal tip exposing the metallic core wire 21.5 to 43.9cm from the distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The damage presented appeared consistent with manipulation of the specimen wire within a metal cannula or needle. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle." The dfu precautions also indicate, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle." The dfu precautions also indicate, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
It was reported that the guidewire broke in patient but surgeon was able to retrieve it.